Event description:
Patient contacted codman via e-mail to report that they had 13 shunt revisions in the last 3 years and each had "broken open". Patient reported that when the shunt "breaks open", patient overdrains. Patient currently has a codman shunt and is anxious about having a new shunt placed until patient knows why these shunts are breaking.